Event description:
Tap. It was reported that 222 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, in-stent restenosis and thrombosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 90% with timi iii flow was reported. It was not reported that the lesion was predilated. A 2.5x24mm taxus express2 drug eluting stent was deployed in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received heparin and integrilin during the procedure. The patient was noted to be in "good condition" after the procedure. No complications were reported. The patient presented 222 days after the initial procedure with chest pain; acute anterior wall myocardial infarction; "proximal stent occlusion, presumably from late stent thrombosis"; and in an in-stent restenosis in the lad. It was noted that the patient's "plavix was stopped" one week prior to presentation in "anticipation of lymph node biopsy." During the percutaneous coronary intervention, the lesion was dilated "several times" with a 3.0x30mm maverick balloon inflated to 10 atm. It was reported that "there were 20-25% narrowing following angioplasty in the mid lad." The patient was placed on plavix and aspirin after the procedure. No further complications were reported.

Manufacturer narrative:
H-6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8315557 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.